Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead had dislodged, exhibited high impedance, no capture and high thresholds. The rv lead was revised, then explanted and replaced. No further patient complications have been reported as a result of this event.